Event description:
Additional information: it was later reported that the patient refused help/treatment at the appointment on (B)(6) 2011. It was noted that the inflammatory mass/granuloma was unable to be confirmed as they were unable to do any interventions. Per the reporter, it was believed that the patient did not have any baclofen in the pump; was pain meds only. It was clarified that the patient had experienced leg weakness in addition to increased pain. The patient outcome was not known as it was believed that another hcp was recommended for a 2nd consult and it was unconfirmed if the patient saw this hcp or not.

Event description:
It was reported that the patient experienced a complete return of pain which was believed by the patient's family to be due to the decrease of medication. An inflammatory mass was indicated. A patient's physician was decreasing the drug concentration as a preventative action to granuloma; and requested to see the patient 10 days prior to each refill. It was noted that the pump was "helping immensely" until the decreases. The patient's family further noted that the patient has not had any pump problems or granuloma symptoms; however, per a healthcare provider, the patient clearly had signs of a granuloma. A CT without contrast was performed. The patient was refusing a CT scan with contrast. It was indicated that back in (B)(6) 2010, the patient's pump administered dilaudid with a concentration of 150 mg/ml at a dose rate of 21 mg/day. The pump was delivering hydromorphone (dilaudid) bupivacaine (marcaine), and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).